Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device also exhibited low battery status; premature elective replacement indicator was suspected. The device was explanted and replaced at the hospital the same day. No additional information was reported.